Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a lead integrity alert (lia) on the right ventricular (rv) lead and then the ¿lead broke¿ and shocked the patient. A follow up with the patient¿s healthcare provider yielded that the rv lead had fractured and the patient was inappropriately shocked due to oversensing on the rv lead. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.